Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: all cannula bolus's in the prime history are 0.50 u. A 24hr duration test successfully completed with no alarms/warnings being duplicated. Investigators were unable to duplicate user complaint. Force sensor calibration is within specifications. Removed pump case, force sensor pins seated and solder connections intact. There was no evidence of cracked force sensor traces. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.